Manufacturer narrative:
Battery pack: (B)(4). Monitor: (B)(4), (B)(4) 2010, (B)(4) 2009. Electrode belt: (B)(4), (B)(4) 2010, (B)(4) 2008. Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the discharged battery pack was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified, but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. Device eval of monitor (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon receipt the monitor was found to have a loose pin (pin 5) on the battery connector (j1). The j1 component is the 2mm 6-pin plug connector located on the monitor's biphasic defibrillator pca board. The root cause of the loose pin cannot be positively identified, but was likely cause by forcing a battery pack into place while the contacts were misaligned. Device eval of electrode belt (B)(4) has been completed. The reported problem (belt will not stay latched) has been confirmed. Upon receipt, the electrode belt connector locking nut was damaged and would not secure the belt to the monitor. The root cause for the damaged locking nut was not positively identified. The electrode belt was otherwise fully functional and could properly monitor a cardiac signal. No adverse event resulted from the defective battery pack, monitor, or electrode belt. The pt rec'd a replacement battery pack, monitor and electrode belt.

Event description:
A review of a (B)(6) male pt's download revealed excessive battery pack faults with both of the pt's batteries. The pt was contacted and reported that his electrode belt will not connect to his monitor. The pt was sent a replacement monitor, electrode belt and two batteries.